Event description:
A distributor in france reported that a customer experienced an issue with the pump battery depleting too fast. There was no information provided regarding the blood glucose level impact. Technical support noted that the customer would not return the pump, and the complaint was subsequently closed without further action.